Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 425 mcg/day) via an implantable pump for an unknown indication for use. It was reported the hcp thought they had a patient with an infected pump and they were working them up for sepsis. The patient presented on (B)(6) 2020 in the ICU. They removed the baclofen from the pump and put in 3 ml of preservative free normal saline (pfns). The hcp asked about stopping the pump, and technical services reviewed steps to put the pump in minimum rate mode. Further complications were not reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0217911033, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the device was explanted, and the patient was put on intravenous antibiotics (meningitic doses), as the patient had meningitis. The patient¿s infection/sepsis was slowly resolving. The customer discarded the device.